Event description:
This drill-tip passing pin broke during use in an acl reconstruction. The tip of this passing pin remains in the cortical bone. A back-up device was available. No patient injury or further procedural complications were reported.